Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device experienced a network failure and user was unable to issue the item. The technical support specialist confirmed that there was no available network port to connect for access to the network. The tss confirmed that network issue was resolved by the hospital information technology department. The system functioned as intended after the hospital information technology resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the station had network issues. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the station had network issues. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.